Event description:
The pt reported the tubing of her insulin infusion set had "bent" and was broken and leaking insulin. The pt stated, she had a blood glucose reading of 540 mg/dl. She said her symptoms were a heaviness and a pounding in her chest. She stated she immediately bolused 8 units of insulin by injection and changed her tubing and infusion set to treat her high blood glucose. The pt stated, the infusion set had been in use for 3 days. She said she was aware of the recall. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.